Event description:
It was reported poor venous access. When flushing PICC leak noted at exit site. PICC checked leakage prior to chemo. Removed and new date for another PICC arranged. No injury to patient, was being used for delivery of chemotherapy prior to incident. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it was reported the total length of the catheter was 45cm inserted in the brachial, exit site marking 5cm and secured with a secureacath between the 3-5cm marksand dressed in a 90-degree turn. PICC used for infusates of gemcytabine. Leak internal to the patient, identified just below the exit site, in situ for 43 days. Dressed with chloraprep 3ml 2% chg in 70% ipa.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. The returned product sample was evaluated and a split was observed between the 6 and 7cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned. ¿ fracture edges which were rounded and polished due to repeated material wear. ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A section of the catheter was flattened between the 1cm and 3cm marks. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported poor venous access. When flushing PICC leak noted at exit site. PICC checked leakage prior to chemo. Removed and new date for another PICC arranged. No injury to patient, was being used for delivery of chemotherapy prior to incident. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 6 and 7cm marks. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). A section of the catheter was flattened between the 1cm and 3cm marks. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported poor venous access. When flushing PICC leak noted at exit site. PICC checked leakage prior to chemo. Removed and new date for another PICC arranged. No injury to patient, was being used for delivery of chemotherapy prior to incident. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it was reported the total length of the catheter was 45cm inserted in the brachial, exit site marking 5cm and secured with a secureacath between the 3-5cm marksand dressed in a 90-degree turn. PICC used for infusates of gemcytabine. Leak internal to the patient, identified just below the exit site, in situ for 43 days. Dressed with chloraprep 3ml 2% chg in 70% ipa